Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported about two months ago their baseline pain in the low back that radiated down their leg had been getting worse, so they were using a higher and higher setting on the implantable neurostimulator (ins). It was further reported in the beginning of (B)(6) they had a low back buttock steroid shot, and received another one on (B)(6) 2016, but the consumer informed them they had an ins. Since around that same time the ins had gradually started causing pain and discomfort at the ins site, it was protruding, felt like a bruise, they couldn't lean up against it, it popped up above the waist band of their shorts, and lately in the last couple of weeks they were getting a sharp burning pain going down their right side buttocks. It was noted the pain was there whether stimulation was on or off. The consumer did mention they fell a month ago and landed on the right side where the implantable neurostimulator (ins) was located, and also mentioned they gained weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.